Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that during a left leg runoff procedure, right groin femoral access was achieved. When the sheath was removed, the distal tip stretched out and the proximal hub came off. The entire sheath was removed by hand. Additional information has been requested, but it has not yet been received.

Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used and one unused micropuncture transitionless stiffened cannula access set were returned for evaluation. The used dilator has a bend at 6.5 cm from the proximal end. The used external cannula was returned with the hub separated. The first 12 mm is compressed at the proximal end. The internal catheter was able to advance through the device with slight resistance. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. It is possible that the patient's condition could have caused resistance during insertion/manipulation of the device. However, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a left leg runoff procedure, right groin femoral access was achieved. When the sheath was removed, the distal tip stretched out and the proximal hub came off. The entire sheath was removed by hand. No additional procedures or adverse effects. The patient is doing well.